Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an error message sf74 and a "safety reset complete" alarm that were triggered in the astral device. Resmed technical support reviewed the information provided and determined that the single occurrence of system fault 74 and a safety reset alarm were due to a critically low battery. Resmed technical support provided the customer with the troubleshooting steps and recommended tests to verify device performance. The customer informed resmed that troubleshooting resolved the device issue. The device was not returned to resmed for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74), indicating a software task fault. There was no patient injury reported as a result of this incident.